Event description:
T was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate ventricular pace due to undersensing the patient's r-wave, which resulted in a therapy induced arrythmia. The patient's rhythm was self-terminated. Technical services (ts) reviewed another episode which involved a sustained rhythm that required an electric shock to convert. Ts recommended reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.